Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a coda balloon catheter was difficult to advance during a thoracic endovascular aortic repair (tevar) procedure. The patient had contrast media allergy, so contrast media was not used. Instead, ivus was used to confirm the position of the branches. Dissecting aortic aneurysm (chronic dissection). The primary entry was found at the site where was 4 mm distal from the left subclavian artery, and re-entry was found in the abdominal aorta (the distal site of the right and left renal arteries). A high degree of tortuosity and narrowing of the true lumen was observed from the distal arch to the descending aorta, which was the target of tevar treatment. High degree of tortuosity was observed from the abdominal aorta (the terminal aorta level) to the left common iliac artery. Using a right femoral approach, the patient received two thoracic endovascular grafts between the left common carotid artery and the celiac artery, and two aortic extensions in the abdominal aorta. Due to the narrowing of the true lumen of the descending aorta, it was determined there was a need to enhance the fitting of the thoracic alpha junction. Upon advancement of the coda balloon catheter using a left femoral approach, it was noted the device could not be advanced due to a high degree of tortuosity of the descending aorta. The physician advanced the wire guide further and the vessel ruptured at the site of the tortuosity. A drop in blood pressure was observed and cardiac massage was given. Cardiac arrest occurred, and the patient expired. No other adverse effects were reported for this incident.

Event description:
Additional information received on 21apr2022 confirmed the intraoperative contrast agent was used once after rupture. Additionally, the patient's lung function was compromised and the patient's condition did not allow for an open chest procedure.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged correction: h6 - annex g. Investigation evaluation. The patient was an 82-year-old female who had been diagnosed with chronic dissecting aneurysm of the aorta disease. She had an allergy to contrast media. The patient underwent thoracic endovascular aortic repair (tevar) on (B)(6) 2022 to repair a dissecting aortic aneurysm. The patient was not a suitable candidate for open repair due to an unspecified condition and compromised lung function. The primary entry of the dissection was located 4 mm distal from the left subclavian artery. Re-entry of the dissection as found in the abdominal aorta at the distal sight of the left and right renal arteries. A high degree of tortuosity as well as narrowing of the true lumen was observed from the distal arch to the descending aorta. A high degree of tortuosity was also observed from the abdominal aorta (termina aorta level) to the left common iliac artery. However, the physician judged that the patient¿s anatomy was suitable for the procedure. Access was gained in the right femoral artery using a cook lunderquist extra-stiff double curved exchange support wire guide (rpn: tscmg-35-300-e-lesdc, lot number e4202485). Next two cook zenith thoracic grafts, zenith alpha thoracic endovascular graft proximal tapered components (rpn: zta-pt-36-32-209-w1, lot number e4055076) and (rpn: zta-pt-32-28-201-w1, lot number e4211066) were placed from just below the left common carotid artery to just above the celiac artery. This was completed to address the primary entry closure. Next two competitor¿s extension grafts were placed in the abdominal aorta to address the re-entry closure. Due to the patient¿s allergy to contrast media, intravascular ultrasound (ivus) was used to confirm the position of the branches. Due to the narrowing of the true lumen of the descending aorta, there was a need to enhance the fitting of the thoracic alpha junction. First access was obtained in the left femoral artery with a cook lunderquist extra-stiff double curved exchange support wire guide (rpn: tscmg-35-300-e-lesdc lot number e4202485), the surgeon planned to use a cook coda balloon (rpn: coda-2-10.0-35-120-40, lot number 14095690) to perform a ¿touch up.¿ however, the coda balloon catheter could not be advanced due to a high degree of tortuosity in the descending aorta. A rupture of the vessel occurred in a tortuous area from the terminal aorta level to the left common iliac artery. After the rupture, a drop in the patient¿s blood pressure occurred and cardiac massage was provided. Contrast was used to confirm the rupture site. Cardiac arrest occurred soon after and the patient died. Reviews of the complaint history, device history record (DHR), drawing, instructions for use (IFU), quality control procedures and an interview of personnel, were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the design history file (dhf) showed that this device is both safe and effective for its intended use. A review of the DHR for the reported complaint device lot (14095690) revealed no recorded non-conformances relevant to the failure mode. A database search did not identify any other events associated with the reported device lot. Cook also reviewed product labeling. The IFU supplied with the device states the following in consideration of the reported failure mode: warnings do not exceed maximum inflation volume. Adhere to balloon inflation parameters as shown in fig. 1. Over-inflation of balloon may result in damage to vessel wall and/or vessel rupture do not use a pressure inflation device for balloon inflation. Do not use a power injector for injection of contrast medium through distal lumen. Rupture may occur. The coda 40 mm balloon catheter should not be used to dilation of vascular prosthesis in iliac or other non-aortic vessels. Injury to vessel wall and/or rupture may occur. The coda 40 mm balloon catheter should not be used in vessels less than 24mm in diameter. When used to expand a vascular prosthesis, he balloon radiopaque markers should remain within the prosthesis. Precautions use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate balloon. Always monitor balloon inflation using fluoroscopic control. Potential adverse events, vessel dissection, perforation, rupture or injury product recommendations balloon inflation volume, do not exceed maximum inflation volume. Adhere to balloon inflation parameters as shown in fig. 1. Over-inflation of balloon may result in: damage to vessel wall and/or vessel rupture. Rupture of balloon. Instructions for use balloon preparation note: balloon and balloon lumen of the coda and coda lp balloon catheters contain air. The air must be removed from balloon and balloon catheter prior to insertion using standard technique. 2. Prepare balloon lumen with standard 3:1 saline and contrast mixture as follows: a. Attach syringe, with appropriate amount of 3:1 saline and contrast mixture, to stopcock on balloon lumen. B. Purge all air from balloon in standard fashion. C. Completely deflate balloon and close stopcock. Balloon introduction and inflation 2. Note: if resistance is met while advancing the wire guide or balloon catheter, determine the cause and proceed with caution. 3. Under fluoroscopy, advance the balloon to the desired position using radiopaque markers. How supplied, store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred. Evidence provided by the complaint facility, DHR, complaint history, manufacturing documents, and verification testing, suggests that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. Based on the available information, no product returned, and the results of the investigation, a definitive root cause was unable to be established. A possible cause could be the calcification reported in the access vessel and/or proximally pushing up the wire guide (lunderquist) passing through the coda balloon as reported by the physician. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the associated risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.